Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Event description:
Reportedly, post-op the patient developed "significant pain, major nerve injury, mental anguish, and the fear that I will have to undergo another surgery."

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with spinal stenosis degenerative disc disease, l4-l5 and l-s1 with joint instability and underwent the following procedures: lumbar laminectomy, facetectomy, and foraminotomy, l5-s1 transforaminal lumbar interbody arthrodesis, l4-l5 and l5-s1 use of prosthetic interbody device, l4-l5 and l5-s1 posterior lateral arthrodesis, l4-l5-s1. Use of locally obtained morcellated autograft. Pedicle screw instrumentation, l4-l5-s1 fluoroscopic guidance. As per op-notes, "this disk space was noted to be markedly collapsed. Disk-capsule was sharply incised lateral to the shoulder nerve root, and diskectomy was performed using combination of pituitary rongeurs and disk space shavers and curettes. The disk space was distracted. The disk space was sized, and 10x 25 mm peek interbody device was filled with rhbmp-2/acs soaked sponge. Another rhbmp-2/acs soaked sponge was placed into the disk space and pushed to the contralateral side. The peek interbody cage was then advanced into the disk space under fluoroscopic guidance obliquely so as to cross the midline." The patient tolerated the procedure well without any intraoperative complications.

Manufacturer narrative:
(B)(4).